Event description:
It was reported that during a bullae of lung resection procedure after the first device fired, the surgeon found one side of the staples were not fired. No pt consequence.

Manufacturer narrative:
Information applied, but unavailable at this time.